Manufacturer narrative:
This report was submitted in regards to the heat exchanger leak, which medtronic first became aware during return product performance testing/investigation: product analysis: upon receipt at medtronic¿s quality laboratory visual inspection showed a crack in the side of the heat exchanger at the connection to the fiber bundle. Pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes, which revealed a leak at the heat exchanger side seam. Conclusion: medtronic engineers confirmed a heat exchanger side seam leak through device performance testing. During production every oxygenator is tested for leaks, and review of the device history record showed that the device met all manufacturing requirements prior to distribution. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure leak test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond and also cracked the side of the heat exchanger. (B)(4).

Event description:
Medtronic received information indicating that when this affinity oxygenator was unpacked from the box, a crack was discovered between the heat exchanger and oxygenator. The device was not used during the procedure. There were no adverse patient effects. Upon return to medtronic, product performance analysis revealed a leak at the heat exchanger. This leak was not reported by the customer.